Manufacturer narrative:
Updated information: d1 brand name updated. H6 component code changed to g07001. The investigation for the stroke has been completed. The cause of the injury was not determined due to insufficient clinical details. The investigation for the purge pressure high has been completed. The root cause of the high purge pressure was most likely biomaterial buildup based on the provided clinical details and data log analysis.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 63 year old female with unknown history presented with ami-cs on (B)(6) and underwent placement of femoral impella cp and protected pci of lad. On (B)(6) they were taken to or and escalated to impella 5.5 with explant of impella cp. On (B)(6) there were noted changes in neuro status and the head CT showed small bleed/ heparin held/ stable device function. On 9/25 ther was a sudden drop in purge flow/ increased purge pressure/ tpa started in purge with resolution, which should be noted as off-label use. On 9/26 taken to or for lvad, successful explant of impella 5.5.